Event description:
It was reported that the user received a dosing stopped alert and discovered the freestyle libre3+ sensor was not connected with the pump. Troubleshooting revealed the pump could not connect because the freestyle libre3+ sensor was already paired to another device, resulting in an inability to use the sensor with the pump. Symptoms included no reported clinical effects. Outcomes included uninterrupted safety with a recommendation to temporarily revert to an available dexcom sensor for continued glucose data until proper setup with the freestyle system. Customer support included remote troubleshooting and user education, including app-based sensor start guidance, pump restart, and rescanning steps. Investigation of this case revealed that the sensor was in use by another device, which prevented pump pairing and data integration. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device.